Manufacturer narrative:
Corrected information provided in d.4. And h.4. The lot number of suspected product was updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a protrusion was observed at the tip of the vitrectomy probe, preventing insertion into the eye via the cannula. After replacement with a new vit probe, the surgery was completed successfully. There was no impact to the patient.